Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Images were provided for review. The investigation of the reported event is currently underway. D2b (mcw; dqx) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure by using a rotarex device to treat in stent stenosis of the left sfa and popliteal arteries. The device clutched out and was stopped, removed, and then restarted. A second attempt was made to cross the lesion, but the device allegedly not advance. The operator noted that it felt as though the system had buckled. Fluoroscopy was then used to confirm that no part of the system including the sheath, wire, or rotarex was kinked or appeared distressed. Upon removal of the catheter, the helix appeared to have fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and was physically investigated. A catheter was received for physical investigation. The tube had a strong kink at 51 cm from the tip of the catheter. After screwing the helix out, it was found that it was broken at 51 cm from the tip of the catheter. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx), g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure by using a rotarex device to treat in stent stenosis of the left sfa and popliteal arteries. The device clutched out and was stopped, removed, and then restarted. A second attempt was made to cross the lesion, but the device allegedly not advance. The operator noted that it felt as though the system had buckled. Fluoroscopy was then used to confirm that no part of the system including the sheath, wire, or rotarex was kinked or appeared distressed. Upon removal of the catheter, the helix appeared to have fractured. The procedure was completed using another device. There was no reported patient injury.